Manufacturer narrative:
Due to character restrictions in block e1: full initial reporter name is (B)(6). The lot number and product details are inaccurate/incorrect, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving these information. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported by customer that during intra aortic balloon(iab) therapy a cvicu nurse called for assistance with a fiber optic sensor failure and arterial line acquisition. The waveform on the bedside monitor looked damp, and the numbers didn¿t seem correct and the inner lumen was clotted.

Manufacturer narrative:
Updated fields: b4; d1; d4 catalog number, UDI number, model number, lot number, expiration date; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Since the product was not returned, we were unable to evaluate the device. Therefore, the reported failure cannot be confirmed and cannot determine a root cause.

Event description:
N/a.